Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but an ongoing temperature alarm occurred. It was also reported that a malfunction alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer gave a correction injection via mdi to address bg.